Manufacturer narrative:
The pump was not explanted and therefore was not available for evaluation. A correlation between the device and the reported intraparenchymal hemorrhagic stroke and the subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient experienced a large intraparenchymal hemorrhagic stroke post implant. At the time, the pump was reported to be functioning as intended. Care was withdrawn due to poor prognosis. The pump was not explanted. No further information was provided.